Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: after verifying backflow and inj. In nacl to check the function, I attached pvk with dressing. When I was about to insert the medicine into the injection port, the resistance suddenly dropped. Blood immediately began to flow freely via pvk. A pressure dressing was applied and the catheter was removed. The incident happened during an emergency kesar cut.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: after verifying backflow and inj. In nacl to check the function, I attached pvk with dressing. When I was about to insert the medicine into the injection port, the resistance suddenly dropped. Blood immediately began to flow freely via pvk. A pressure dressing was applied and the catheter was removed. The incident happened during an emergency kesar cut.